Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the catheter presented memory and extravasation. There was no patient harm reported.

Manufacturer narrative:
The device history record (DHR) for lot 2305800104 was reviewed and no anomalies related to the reported issue were observed. The reported 5 fr catheter was discarded and two unused 3.5 fr catheters were received instead as representative samples. Upon evaluation, the reported issue of leaking was not observed; however, the reported condition of catheter presented memory was observed. Corrective and preventive action has been initiated to further investigate this issue.

Manufacturer narrative:
The device history record (DHR) for lot 2305800104 was reviewed and no anomalies related to the reported issue were observed. There were no photos or physical samples received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. Based on this information, no corrective actions are warranted at this time. We will continue to track and trend through our monitoring programs and take actions as applicable.